Event description:
A user facility reported that there was a dark spot on the thermage cpt tip membrane found during a treatment. A replacement tip was used for the remainder of the patient treatment and the damaged tip was returned for evaluation. No details were provided for the patient treatment and there was no injury reported. Depot evaluated the treatment tip and confirmed the dark spot was dielectric breakdown of the tip membrane. This event meets reportability requirements as it is a reportable malfunction per solta procedure.

Manufacturer narrative:
The treatment tip was returned for evaluation. The tip passed leak and flow testing,but failed visual inspection. Dielectric breakdown was found on the tip membrane which confirms the customer's report of observing a dark spot. Functional testing was performed (50 treatments) with no errors or other issues observed. Observation of dielectric breakdown upon tip evaluation meets the definition of a reportable malfunction per solta procedure due to the propensity of tips with dielectric breakdown to cause or contribute to patient injury. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Review of manufacturing records show final manufacturing test verification specifications are acceptable. No nonconformities or anomalies were found related to this event when reviewing the device history record. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first- and second-degree patient burns associated with dielectric membrane breakdown of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual and technical bulletin instruct the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of a damage to membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. All treatment tips are visually inspected during manufacturing process. It is unknown how damage to the treatment tip occurred. No corrective action is required at this time.